Manufacturer narrative:
Physical examination of the returned mini endocut scissor tip did not reveal any abnormality in functionality. Performing tests revealed that the tip functioned as intended. The heat shrink tubing was put under magnification for an examination . It revealed that there was a cut along the entire length of the heart shrink tubing. The cut may be a result of the scissor tip heat shrink tubing coming in contact with a sharp object resulting in a cut that dislodged the heat shrink tubing from its location. The heat shrink tubing was retrieved and there was no harm to the patient.

Event description:
Heat shrink tubing came off and fell into the patient. The heat shrink tubing recovered and there was no harm to the patient.